Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide" avoid exposure of your t:slim pump to temperatures below 40°f (5°c) or above 99°f (37°c), as insulin solutions can freeze at low temperatures or degrade at high temperatures. Do not steam, sterilize, or autoclave your t:slim pump at any time."

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, customer filled cartridge with cold insulin. During troubleshooting, a new cartridge was loaded with room temperature insulin, and the pump performed as intended. Customer successfully resumed insulin deliveries after troubleshooting. Customer¿s blood glucose level was not impacted.